Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test, unexpected restart error test and all operating currents tested within the spec. No failed battery test alarm or charge/battery anomaly were noted. Unit was unable to prime at 2.5 lbs during prime, compromised forced sensor system test due to faulty fsr(gold). Unable to verify no excessive no delivery/occlusion alarm due to prime anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm. The customer stated insulin pump had battery life diminished and had rejected new batteries, also insulin pump will stop during prime, and force to restart prime, has been doing this very often. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.